Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 54840005540, 510k # k091974 was cleared in the united states. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Reason for revision surgery: removal of screw due to infection. Pre-op diagnosis: infection procedure: thoracolumbar posterior fusion levels implanted: th11-l5 it was reported that post-op, infection was observed in the patient. Products were explanted as a result of this event. Patient issue has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.